Event description:
It was reported that there were stored episodes of automatic mode switch due to atrial oversensing. The representative was going to discuss decreasing the atrial sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).